Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. MFR site: postal code 4436. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. Device evaluated by MFR: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a spinal fusion procedure for treating th12 compression fracture on (B)(6) 2022. They applied a vbs to th12. A screw was placed at th11 and l1 respectively. After all the screws were deployed, cement was injected from l1 left and right with the help of x-ray. It passed 13 minutes and 30 seconds since the cement was mixed up. They applied cement to th11 left. When they moved on the another cement application on the th11 right, they noticed that the cement had leaked out of the centrum. They terminated further cement application. The patient took CT scan right after the procedure, and it was confirmed that the patient would not suffer from further adverse effects. The patient is not expected an additional medical intervention. No further information is available. Concomitant device reported: unk - screws: locking (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) sistema de cemento vertecem v+ . Esteril this is report 1 of 1 for complaint (B)(4).